Event description:
The customer reported via phone call indicating that the insulin pump had a crack onthe side of the device and along the reservoir compartment. Customer's blood glucose was 302 mg/dl. The customer stated that she doesn't know how the damaged occurred. Customer was advised to discontinue used of the device and revert to a backup plan. The customer was that the device would be replaced and agreed to return for analysis. The customer also reported via phone call indicating that the inuslin alarm motor error during bolus delivery. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. No air bubbles anomaly could be verified due to the alarm. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.